Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facsvia¿ flow cytometer that the customer reports that this morning the instrument worked fine until it was shut down, when liquid began to flow out of the needle filling the tube and causing it to overflow. 1. Was there a fluid leak? = liquid. 2. Was it contained within the instrument ? = not contained. 3. Was there spray of fluid under pressure? = no. 4. Was it biohazardous or non biohazardous ? = biohazard. 5. Was anyone harmed for injured by any fluids leaked ? = no. 6. What is the source of leak ¿ before waste line or after waste line? = after waste line. 7. Was waste mixed with bleach or decontaminate? = no.

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ complaint trend: there are 4 complaints related to a waste leakage not contained within the instrument; date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part #656874, serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn valve board diaphragm. The customer had initially reported that the instrument began leaking from the sit during the shutdown procedure. The fse (field service engineer) that was dispatched onsite for this repair found the transducer pcb broken and suspected that the waste pipes were clogged. The fse replaced the valve assembly (pn 660484) and recalibrated the fluidics. After these repairs, the instrument was tested and confirmed to be functioning as expected. Pn 660484 was requested for return for a sample analysis but the part had already been disposed of. Although a leakage of biohazardous material poses a risk of harm to the customer upon contact, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the customer confirmed that the leakage was not in the form of a spray and thus did not pose a risk of increased exposure. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2017 defective part number: 660484 - assy valve board diaphragm valves svc work order notes: o subject / reported: 656874 - bd facsvia - liquid leak from the needle o problem description: the customer reports that this morning the tool worked fine until it was shut down when liquid began to flow from the needle filling the tube and causing it to overflow. O work performed: check instrument operation and find flowcell transducer problems. Valve assembly replacement and fluidics recalibration. Run cst without problems, you leave the tool ready for use o cause: fluidics board/valves malfunction o solution: check instrument operation and find flowcell transducer problems. Valve assembly replacement and fluidics recalibration. Run cst without problems, you leave the tool ready for use ¿ returned sample evaluation: the failed part was requested to be returned for failure analysis but could not be completed since it had already been disposed. ¿ risk analysis: risk management file part # 10000176773, vers. C, bd facsvia clinical sfotware version 1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no if no (to above), what actions will be taken? O ID: 2.1.16 o hazard event: exposure to bio-hazardous material during instrument shutdown o cause of event: no empty tube on sip (manual) to collect sample fluid during shutdown fluidics o harmful effects: exposure to bio hazardous material o residual probability: 1 o residual severity: 4 o residual risk index: 4 o residual risk evaluation: a o new hazards: none ¿ root cause: based on the investigation results the root cause of the fluidics leakage was due to a worn valve board diaphragm. ¿ conclusion: based on the investigation results the root cause of the fluidics leakage was due to a worn valve board diaphragm. The fse observed issues with the flowcell transducer and replaced the valve assembly (pn 660484) before finally calibrating the fluidics. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10

Event description:
It was reported that while using bd facsvia¿ flow cytometer that the customer reports that this morning the instrument worked fine until it was shut down, when liquid began to flow out of the needle filling the tube and causing it to overflow. 1. Was there a fluid leak? Liquid. 2. Was it contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. Was it biohazardous or non biohazardous? Biohazard. 5. Was anyone harmed for injured by any fluids leaked? No. 6.what is the source of leak ¿ before waste line or after waste line? After waste line. 7.was waste mixed with bleach or decontaminate? No.